Event description:
Since the implantation of the essure devices, I have had uncontrollable bloating, pain, and heavy periods. Beginning in (B)(6), I started to notice that my belly was bloating every couple of weeks for a few days. In tandem with the bloating, I have had pain, tenderness, and what feels like muscle spasms all over my belly. Also, since that time, I have noticed my periods getting increasingly heavier, last month being the worst yet as I soaked through a super-plus tampon and backup pad every two hours for three days. This is not normal for me. I have also recently found out that the horribly sharp pains I have in the sides of my head for the last 6 months are called "ice pick headaches." I had never experienced this before and thought I was having a stroke or aneurism. Along with several migraines, which I had also never experienced, I thought for sure that I was dying. I continue to have all of these symptoms, but I cannot see a doctor because I have no health insurance and I am waiting on (B)(6) to come through. I sincerely hope the FDA/(B)(4) will reconsider allowing this device to remain on the market. I can only imagine what havoc is being wreaked inside my body right now, and I can't even do anything about it. I'm scared. I have children and I don't want to die.